Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6. And h.10. Evaluation summary: the sample was returned for investigation: the sample was returned in an open secondary package. Package included an eds handle and shunt placed in a cradle both inserted in to a plastic bag. The shunt was taped to the cradle. The eds wire was fully pressed. The eds wire did not protrude from the cannula opening. There were no other complaints for the lot. No abnormalities were found during device history review. All products pass 100% final inspection by the manufacturing site prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be identified as the shunt was detached from eds which was operated and performed its functionality releasing the shunt (the shunt was not loaded onto the eds wire). The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a glaucoma filtration device (gfd) implant procedure, a release failure occurred. The surgery was completed after replacing the device with another device. Additional information requested.